Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked from the pneumatic tap port of the cartridge. A new cartridge was successfully loaded to address the event. Customer's blood glucose was in the 300's (mg/dl).